Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: during testing, the keypad responsiveness was unable to be tested due to ¿cs 069¿ call service alarm. Unrelated to this issue, the keypad flex was damaged and the keypad cover was torn at the ¿ok" and the ¿up¿ button contacts. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a "cs 069" call service alarm. This report is made based on results of investigation completed on 09/28/2016.